Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this device. Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Ts confirmed that the device is malfunctioning and should be explanted and returned for analysis. Device remains in-service. No adverse patient effects have been reported.

Event description:
It was reported that there were concerns of premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Furthermore, a fault code battery depletion (bd) displayed. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Subsequently, the device was explanted and replaced. No adverse patient effects have been reported.

Event description:
It was reported that there were concerns of premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Furthermore, a fault code battery depletion (bd) displayed. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Subsequently, the device was explanted and replaced. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.